Event description:
It was reported that the patient presented to the hospital not feeling well. The rate was reported as 20 bpm. It was found that the device operates fine in ddd and vvi, but not dddr and ddir. Device was subsequently explanted and returned for long pauses (10 seconds) noted during testing when in dddr with mode switch on; programming difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found the anomalous rate condition was related to an integrated circuit. However, the exact cause could not be determined. Other: it was reported that the patient presented to the hospital not feeling well. The rate was reported as 20 bpm. It was found that the device operates fine in ddd and vvi, but not dddr and ddir. Device was subsequently explanted and returned for long pauses (10 seconds) noted during testing when in dddr with mode switch on; programming difficulty. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed; mechanical tests performed, visual examination, component/subassembly failure. (Integrated circuit)30425154device was out of specification in a manner that relates to event, programming calculations, incorrect.

Event description:
Rate reported as 20 bpm. Found device operates fine in ddd and vvi but not dddr and ddir. Device subsequently returned for long pauses (10 sec) noted during testing when in dddr w/mode switch on; programming difficulty.